Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump act button did not respond due to flattened button dome switch. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 126 mg/dl. The customer stated that she had been in the pool prior to the alarm but that she had kept it above the water. Advised replacement of the insulin pump. Nothing further reported.